Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead dislodged and exhibited a capture anomaly. The threshold increased to 4.0 v, 0.5 ms. The lead was explanted and replaced.